Event description:
Broken implant after the surgery (plate). A new surgery was required.

Manufacturer narrative:
Visual inspection of the plate determined that the plate was over bent which lead to the breakage. The root cause of this event is user related. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corp.